Manufacturer narrative:
G.1 added manufacturing site name and address as it was omitted from the initial report that was submitted. H.6 added b13 code as it was omitted from the initial report that was submitted. Investigation summary: the investigation has been completed. Tachycardia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the pump passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
(B)(4) on 9/2/2025 stable, only lots of short vt's. Not sure if it is from impella or related to mi. The complainant reported that the patient experienced ventricular tachycardia during an impella cp pump support. During support, the patient had more than one incident of ventricular tachycardia. The team increased administration of metoprolol because of the ventricular tachycardia. The following day the patient was weaned successfully and survived.